Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). E1 - address 1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had blurred image. The issue occurred during reprocessing. There were no reports of patient involvement.